Event description:
It was reported that the customer's insulin pump had scratches to the display, and the customer is having difficulty reading the display. Customer's blood glucose level was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.